Event description:
It was reported that during a breast biopsy, the two devices were placed in the patient's right breast. The patient reported seeing her primary care (physician) for a skin reaction/infection at the biopsy sites. This has progressed to some tissue necrosis at the biopsy sites, which are very close together. The patient saw a dermatologist as the area is not getting better, after she had a course of antibiotics (she got an allergic reaction and rash to the antibiotic). The customer indicated that there is no evidence this is from the clips. The dermatologist thought perhaps the skin prep could be at fault. Additional information 01/22/2010: the diagnosis came back positive for dcis in both areas. The patient underwent a surgical procedure to remove the carcinoma.

Event description:
A customer contacted baxter's technical service center to report a reload set 201 alarm on the homechoice (hc) machine during priming. Per the initial report, the technical service representative (tsr) had the home patient (hp) cycle power to clear the alarm and remove the cassette. The hp was to start over with new supplies as it was possible there was a puncture or tear in the cassette sheeting. The solution to this incident was provided over the phone and there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The patient was contacted and stated there was nothing wrong with the cassette. The patient had set the cassette on the table prior to loading it into the machine. There was a piece of paper that was stuck to the back of the cassette that the patient did not see when the cassette was loaded. The sample was discarded.